Event description:
It was reported a 6f angio-seal sts vascular closure device was used to seal the arteriotomy site post percutaneous peripheral angioplasty procedure. A pre-insertion angio was not performed. The pt developed a hematoma with blood loss, resulting in hypotension. The device was deployed above the inguinal ligament. The pt was reportedly recovering from the incident.